Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedances on the left ventricular (lv) channel. Technical services recommended performing a chest x-ray to observe any possible lead damage. The chest x-ray revealed no anomalies and a five day monitor revealed no clinical impact to the patient. Lv pacing is currently programmed off and the patient will be monitored via regular follow-ups. The crt-d and the lv lead remain in service. No adverse patient effects were reported.